Event description:
Olympus was informed that during an unspecified polyp removal, as the users advanced the needle of a disposable injector, the users noted a spark emanating from the distal tip of the endoscope. Following the event, a superficial mucosal burn was said to have been observed on the pt's colon. No medical or surgical intervention was required. The colonovideoscope was removed from the pt, and the procedure was not completed. The pt was rescheduled for an unk date, and was released from the facility on the same day.

Manufacturer narrative:
Olympus followed up with the user facility, and was informed that the device would be forwarded for evaluation, however, the colonovideoscope has not yet been rec'd for evaluation. The user facility indicated that no electrosurgical unit was connected to the setup the users were employing at the time of the event and did not involve the use of an electrosurgical unit. Olympus was informed that a similar occurrence happened in the same room on the same date with the same user, but using a different colonovideoscope, light source, video processor, and tower system. If the device is rec'd for evaluation, or if significant additional information is rec'd, this report will be updated. This report is being submitted as a medical device report in an abundance of caution. Please reference MFR numbers 8010047-2010-00254, 8010047-2010-00255, and 8010047-2010-00256 for other related reports.